Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was observed to be missing the direction of flow label. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The direction flow label required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had a missing direction of flow label. No additional information is available.